Event description:
I-flow eclispe disposable pump: when filling device with sodium chloride 0.9% noticed either gray particulate matter or white flecks in the solution. The matter is very hard to see in some of the pumps. Two lots were found to have this problem (6a2377 3-09, c62769 5-09) so the distributor sent us a different lot (712057 6-09) which had the same issues of white flecks. I-flow then sent us a different lot from their company directly (712126 6-09) and still found white flecks. All filled and unfilled pumps of the 100ml size @ 100ml/hr were returned to distributor who will forward to I-flow.